Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was treated at the hospital but not admitted due to dehydration and elevated blood glucose (bg) levels (300-430 mg/dl). Customer was treated with insulin drip. System check was performed with tandem technical support and the pump performed as intended. Customer reported that insulin was noted to be extremely thick when loading the pump and customer was confident that this was the cause for the elevated bg levels. However, customer's health care provider stated that the elevated bg levels may be related to the infusion site.